Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guidewire was found to be unable to pass through the counterpulsation balloon when the catheter was used". Additional information states that to continue therapy, another iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Returned with the sample was the supplied semi-finished insertion kit, the returned semi-finished insertion kit appeared completely sealed/unused. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was noted tethered to the short driveline tubing. The iabc bladder was loosely wrapped. A bend to the iabc central lumen was noted at approximately 73cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using the in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 73.2cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "guidewire was found to be unable to pass through the counter pulsation balloon" is confirmed. The intra-aortic balloon catheter (iabc) was returned with a bend to the central lumen and resistance was noted upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the guidewire was found to be unable to pass through the counterpulsation balloon when the catheter was used". Additional information states that to continue therapy, another iab catheter was inserted. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".